Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2008 due to exposure. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent transvaginal hysterectomy, anterior repair with prolift mesh, enterocele prevention, transvaginal trans obturator (vesicovaginal sling), cystoscopy with hydrodistention due to sui, pop, cystocele, uterine decensus. It was reported that following insertion the patient experienced infection, urinary & bowel problems and vaginal scarring. It was reported that the patient underwent excision of vaginal mesh and cystoscopy on (B)(6) 2010 due to pain, infection & erosion. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 07/17/2017.